Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for normal follow up, and externalized conductors were observed via diagnostic imaging. Electrical testing of the lead was tested and noise was noted. The lead was capped and replaced. Patient was in stable condition after the procedure.